Manufacturer narrative:
(B)(4). The reported event cannot be confirmed. A root cause connate be determined. However; the user's guide for the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on 07/12/2015, to report that they used prescribed flonase to prevent irritation. The sensor was inserted at the buttocks on (B)(6) 2015. The patient is reported to be good. No additional event or patient information is available.